Event description:
A renegade hi flo catheter was used for a therapeutic chemotherapy procedure on an unk date. Upon injection of one cc of syringe of chemotherapy agent, within two to three minutes, the catheter began leaking and the hub came apart. The physician was able to continue injecting with a syringe to complete the procedure.